Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was also found that the light in the image was low due to broken light guide fibers. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely excessive force led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the locking pin was found broken. The following non-reportable malfunctions were found during the device evaluation: the light guide fibers were broken causing low light in the image. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 30°, hd, autoclavable had the telescope connector pin broken. The issue was found during the therapeutic transurethral resection of the prostate procedure and was completed with a non-olympus device after a 15 minute delay to swap devices. There were no reports of patient harm.